Manufacturer narrative:
Title: post-mortem computed tomography and post-mortem computed tomography angiography following transcatheter aortic valve implantation citation: (B)(6) journal of cardio-thoracic surgery vol 49 (2016) 228, 233 (doi 10.1093/ejcts/ezv020) authors: beatrice vogel, axel heinemann, helmut gulbins, hendrik treede, hermann reichenspurner, klaus püschel and hermann vogel earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding the use of post mortem computed tomography (CT) angiography after the implant of a transcatheter aortic valve. All data were collected from a single center and included implants that occurred prior to 2008. The study population included 32 patients (predominantly female; mean age 82 years). Among all patients, one patient was reported to have been implanted with a medtronic transcatheter bioprosthesic aortic valve and later replaced, valve-in-valve, with a non medtronic device due to paravalvular leak (pvl). No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.